Manufacturer narrative:
Batch review performed on 17 november 2021: lot 1903723: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-jul-09.no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary knee surgery and was implanted with competitor hardware. On (B)(6) 2021, the patient came in and had the competitor hardware revised to medacta hardware for reasons unknown. The surgery was completed successfully. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.